Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. The patient was hospitalized for the event and underwent a surgical procedure to repair the hernia. Action taken with apd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.